Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that on (B)(6) 2017, the experienced an elevated blood glucose (bg) of 579 mg/dl and 597 mg/dl with no reported additional symptoms associated with an alleged prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient was not priming the tubing during the prime step when they were changing out their inset per instructions for use which likely led to the alleged prime issue. It was also reported that the patient is a pre-teen who may be starting puberty and sugar level has been rising for the last 3-4 weeks and their healthcare provider requested that their pump be reviewed. This complaint is being reported because there was a bg excursion associated with training/misuse of the pump.